Manufacturer narrative:
Multiple patient involved. Implant date is unknown. This report is for an unk - cage/spacers: cervios/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: ng epl, et. Al (2019), stand-alone cervical cages in 2-level anterior interbody fusion in cervical spondylotic myelopathy: results from a minimum 2-year follow-up, asian spine journal, volume 13, page 225-232, (hong kong) this retrospective study reviewed the clinical and radiological outcomes of 2-level anterior cervical interbody fusion with stand-alone polyetheretherketone (peek) cages in treating cervical spondylotic myelopathy (csm), with a minimum of 2 years of follow-up. From january 2007 to may 2015, 31 patients with cervical spondylotic myelopathy who were treated with 2-level anterior cervical interbody fusion using stand-alone cages, were included in the study. There were 25 males and 6 females with a mean age of 60 years (range, 36¿87 years). All patients achieved interbody fusion using an unknown synthes cervios cage. Also, an unknown synthes chronos beta-tricalcium phosphate synthetic bone substitute was placed within the case to aid fusion. A soft neck collar was prescribed for 2¿4 weeks after the surgery, for sitting and walking, but was not required in bed. The japanese orthopaedic association (joa) score was measured preoperatively and during subsequent postoperative follow-ups at 3 months, 6 months, 1 year, and then annually. Complications were reported as follows: 2 patients developed adjacent segment disease requiring posterior laminoplasty. 1 patient who initially underwent a c3¿c5 anterior cervical discectomy and fusion developed adjacent segment disease at the c5¿6 level 2 years later and subsequently underwent c3¿ c6 laminoplasty. Another patient who underwent a c4¿c6 anterior cervical discectomy and fusion developed adjacent segment disease at the c3¿4 level 3 years later, which required a c3¿c6 laminoplasty. 1 patient had fusion segmental kyphosis of more than 5 degrees. 14 cages developed radiological cage subsidence at 6 months. Of these, 11 cages had subsidence between 3 and 5 mm, and 3 had radiological subsidence of more than 5 mm. This report is for the unknown synthes cervios cage and unknown synthes chronos beta-tricalcium phosphate synthetic bone substitute. This is report 7 of 10 for (B)(4). A copy of the literature article is being submitted with this medwatch.